Event description:
The manufacturer received information alleging a ventilator powered on without keypress activation. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator powered on without keypress activation and the device's front panel/keypad led pca was replaced to address the issue. The ventilator's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.